Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a fractured diaphyseal segment. The surgery took over two hours to remove the segment. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products: oss diaphyseal segment, catalog #: 150466, lot #: 929150, oss cemented stem, catalog #: 150376, lot #: 788140, oss stacking adapter, catalog #: 150483, lot #: 525030, oss femoral segment, catalog #: 150354, lot #: 619620, oss femoral bushing, catalog #: 150477, lot #: 212210, oss tibial bearing, catalog #: 150410, lot #: 870650, oss reinforced yoke, catalog #: 150493, lot #: 804750, oss axle, catalog #: 150480, lot #: 017430, oss locking pin, catalog #: 150478, lot #: 505790, oss tibial plate, catalog #: 161044, lot #: 781440, oss tibial bushing, catalog #: 150476, lot #: 185090. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the 3cm segment is fractured at the connector area. The returned 7cm diaphyseal segment exhibits wear around the connector area. The fractured piece was still embedded within 7cm segment. The sem analysis report for the 3cm diaphyseal segment state that the segment has numerous scratches, removal saw cuts & other post-fracture damage. The remaining visible fracture artifacts suggest the failure cause was a fatigue fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.